Manufacturer narrative:
On 13-nov-2025, additional information was received indicating it was the physician¿s opinion that the cause of the adverse event was that the pulmonary vein isolation (pvi) was only treated with 21 ablations, and the activated clotting time (act) was >350 for the entire case and does not think it was catheter related. The patient¿s outcome from the adverse event was reported as improved. The act was performed before procedure. Zero exchange workflow, once transeptal needle was removed and varipulse was advanced. The energy delivered was pulse field ablation (pfa). All ablations were performed within the pulmonary veins, and no ablations were performed outside the pulmonary veins. The patient¿s symptoms have improved. No evidence of char or blood thrombus/clot during the procedure. The correct catheter setting was selected on the generator. No issues with flow rate change at the start of ablation. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. The patient¿s rhythm during ablation was sinus rhythm. The type of electrophysiology procedure performed was new procedure for paroxysmal afib (paf). The patient did not have any anatomical abnormalities. No stacking occurred for this procedure. The irrigation rate used during this procedure was 30 ml/min. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Manufacturer's ref. #: (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse catheter and after the procedure, the patient experienced stroke like symptoms returning to the hospital. It was reported that a physician expressed knowledge of a patient that had completed an afib procedure on (B)(6) 2025 but retuned back to the hospital with stroke-like symptoms. The patient was treated, and the physician stated the patient is mostly recovered. No other information is available at this time. Attempt has been made to gain clarification and additional information about this event with no response. Should any new information be obtained, it will be assessed and processed accordingly.